Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) battery depletion-normal.

Event description:
(B) (4)

Event description:
It was reported there was no magnet response and no async pacing. Telemetry of the device was ok with reported estimate of 9 months remaining longevity. "Magnet test" feature produced async pacing but a magnetic by itself did not. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.